Event description:
The pt (B)(6) received an scs system including a surgical lead implanted in the chest area (off-label indication). The pt alleged that the stimulation was not strong enough. Surgical intervention was undertaken on (B)(6) 2011 to address this matter, and it was found the lead had exposed wires. As such the device was replaced. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.